Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1263. It was reported the pt lost stimulation after suffering a fall. An sjm representative met with her and diagnostics identified high impedances on all contacts. Reprogramming was unable to resolve the issue. The pt is scheduled for revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.